Event description:
The customer alleged that cidex opa was leaking out of the unit, onto the floor. There has not been any human reactions to it. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse found no leaks detected inside machine. Machine meets mfg specifications. Upon follow-up, the customer stated that they are renewing their contract and would like to have the unit checked out again. At this time, the unit is no longer leaking mixture of cidex opa and water. Reference: MDR 2150060-2009-00028.